Event description:
It was reported that a loudspeaker error is displayed. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) confirmed the cause of the reported problem was a loudspeaker defective, so the fse replaced the loudspeaker. The device was operational after replacing the speaker. The device remains at customer site.